Manufacturer narrative:
The device was received for evaluation. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported force sensor out of specification, downstream occlusion at lower range, which was not reproduced. A review of the event history log identified downstream occlusion alarms. The reported condition was verified. The cause was determined during visual inspection to be the tubing guide being damaged. The tubing guide was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump force sensor was out of specification, a downstream occlusion was much lower than specified range during testing. There was no patient involvement. No additional information is available.